Event description:
Md and nursing staff at pt bedside preparing to use glidescope to assist with intubation. Glidescope would not turn on. Physician plugged into power source, red light then green light appeared on screen, monitor would not come. Wall outlet and all connections were checked--no apparent issue. Another device used for intubation. No patient harm.